Manufacturer narrative:
The subject device was returned to omsc for investigation. The investigation confirmed that the operation pipe was deformed and it was heavy to operate the handle. In addition, the coil sheath was meandering and misaligned. Also as the result of checking the mfg record of the same lot, nothing abnormal detected. Therefore, omsc considers that user handling caused this phenomenon. The device instruction manual has warned users that there is possibility the loop cannot be detached from the device and it also describes what to do if the loop cannot be detached. This report is being submitted as a med device report in an abundance of caution.

Event description:
Olympus med systems corp. (Omsc) was informed that during colon polypectomy, the doctor could not operate the handle of the subject device. He cut the insertion portion with nippers and withdrew/reinserted the endoscope into the pt. The polyp under ligated part was resected with competitor's knife after the doctor performed clipping the part. The doctor removed the device with ligated polyp and completed the procedure. There was no report of pt injury regarding this report.